Event description:
It was reported that pt, called to follow up on the letter she received regarding the implant recall. She stated that she had an implant a few years ago but can't recall the date. She has experienced some pain and weakness in her right leg but feels it may be a consequence of age since her doctor does not express concern. She had x-rays done around the first of the year 2012 but can't recall the date. She states that her surgeon concluded the review of the x-rays and her condition did not indicate a problem with her implant. She has been advised by her doctor to exercise to increase her leg strength.

Manufacturer narrative:
An event regarding revision surgery was reported. The event was confirmed. Inspection of the reported devices could not be performed as no items were returned. Device history review could not be performed as the reported devices were not properly identified. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision surgery is considered to be under the scope of this recall. No further investigation is required.